Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump reset itself the customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Unit received motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform the unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. Pump received with normal operating current. Pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked reservoir tube lip.